Event description:
It was reported that stent migration occurred. The target lesion was located in a fistula. A non-bsc balloon was attempted to be advanced and was unsuccessful. A 10x60x75 epic vascular stent was deployed for treatment. However, it was noted that the stent migrated forward and missed the lesion. The physician opened another 9x60x75 epic vascular stent and the same thing happened. The stents migrated in the fistula and were left inside the patient's body as retrieving the stents would cause more damage to the fistula. The case was completed successfully with a suboptimal result. No patient complications reported.